Manufacturer narrative:
Ove: intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: cervical disk herniation type of procedure or technique used: acdf (anterior cervical discectomy and fusion) levels implanted: c5/6 it was reported that on (B)(6) 2018, intra-op, the cage broke during insertion. When trying to remove the inserter after inserting the cage, the claw part of the tip of inserter got stuck with the cage and the cage came out with the inserter. Another cage of same size was used; and the procedure was completed without any problem. No fragment of the broken cage remained in the patient. No patient complications were reported.